Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated and repaired the iabp unit, reported that the iabp unit has been returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check, the display of the cs100 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the display of the cs100 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and reset the connections of the video receiver board and inverter board. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. Additional information is being requested with regard to the status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that the display of the cs100 intra-aortic balloon pump (iabp) was flickering. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.